Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an endostat footswitch was used during a sigmoidoscopy procedure on (B)(6) 2012. According to the complainant, during the procedure, the foot switch was not working due to the wires being worn, and would not activate the console. The procedure was completed with hot biopsy forceps because there was no replacement for the foot switch. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable. The wires have been fixed and the foot switch is able to activate the console.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Complainant address is unknown. (B)(4): footswitch failed to deliver energy to console. According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.